Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was broken in the package. The surgeon used another instrument for the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA.